Event description:
The customer reported that the cuff on the patients tube could not be inflated. The patient required re intubation with another tube.

Manufacturer narrative:
The lot number is unknown therefore the date of manufacture can not be determined. If the sample is returned a failure investigation will be performed. The sample related to this report is currently in transit to the manufacturer. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report. The device in the incident is not distributed in the united states, however the hilo endotracheal tube is of essentially identical design and is distributed in the united states. The 510k number for the hilo endotracheal tube is k871204.